Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15853), was submitted on 05-nov-2025. Upon receiving additional information, it was discovered that lot number has been updated from unknown to 6010103. Additional information - this MDR is being submitted to include the below: d4: mode number, serial number, lot number, expiration date and primary unique device identifier (UDI) number. H4: manufacturing date. H6: investigation results under type of investigation. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010103, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010103 was manufactured according to the work instruction (wi) version 118 in the line 09, on 06/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 4k05981 was manufactured according to the form 5 version 02 and manufactured in the machine itl03, on 04-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set detachment events on (B)(6) 2025. The site of detachment was from connector. The infusion set was in use for five minutes. Patient replaced infusion set and resumed insulin deliveries. No further information available.